Event description:
While using a byte night aligners, patient reported that they have loss of gum and their aligners do not fit easily on top or bottom. Their dentist advised the patient that the aligners have caused the recession of the gums.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.